Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to faulty x2 on the interface board. They were unable to test for the compromised force sensor system alarm due to the blank display. The pump had broken belt clip slot, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that by the time he pulled over to clear the alarm the pump was blank. The customer called back and stated that the pump alarmed unexpected restart and it was blank again. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.